Event description:
Healthcare professional reported a left side "small pinhole defect lateral to valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease and a linear opening on the radius side. The leak test and microscopic analysis were performed which identified one sharp opening on the radius side. A dimension measurement in the shell was performed which identify the shell thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening due to an unidentified tear opening. The reason for reoperation is implant exchange.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "small pinhole defect lateral to valve." Device has been explanted.